Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched tot the customer's site. The fse discovered that the yellow stripe tubing at pinch valve pv40 had become disconnected from the fitting. The fse replaced the yellow stripe tubing to resolve the leak. As a result of the leak, components within the peltier module and the differential mixing motor was damaged. The fse replaced the peltier module and the differential mixing motor to resolve the ambient temperature errors. Failure mode of the leak is attributed to a disconnected yellow stripe tubing at pv40; the instrument generated a lyse ambient temperature error to alert the customer to a possible temperature problem and malfunction of the peltier module. (B)(4).

Event description:
The customer reported approximately 100 ml of clear fluid leaked from the lh 500 hematology analyzer. The customer indicated that the source of the leak is unknown and the customer discovered the leak while attempting to troubleshoot lyse ambient temperature errors. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.